Manufacturer narrative:
Please note that the product was received and with it, the lot number of the device. During an angiography procedure, the distal part the guiding catheter, about 2mm from the end, separated in the aorta and traveled to the patient's inter costal artery. It was not removed at the time of the report. The vessel was reported to have moderate tortuousity. The product was not resterilized. No anomalies were noted when the product was removed from the package or during prep. The device was inserted through a stopcock instead of a hemostatic valve. There was no resistance met while advancing the device over the guidewire. There was no excessive torquing required. There was no resistance while advancing the device over the guidewire and it did not kink in the area of separation. There was no resistance withdrawing the device. There was no reported patient injury. One non sterile 6fr st+ jl diagnostic catheter was received coiled in a plastic bag. The catheter brite tip is missing. Soft tip traces were found around fusing surface. A kink with puncture damage was observed at 34.5 cm from the hub. No other anomalies were found. The catheter outer and inner diameters were measured next to the tip separation area and were found within specification. The catheter outer diameter was measured next to the kink area and was found within specification. According to the sem analysis, elongations and residuals of the tip can be observed through the whole circumferences of the proximal tip; elongations are a characteristic that suggest possible stretching. No visual evidence of any chemical degradation was noted. Cutting was discarded as a failure cause since no mechanical surface damage was observed. The exact cause of the separation could not be conclusively determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The exact cause of the kink and puncture damaged could not be determined; controls are in place to prevent this type of failure from leaving the facility. The tip separation was confirmed. The exact cause of separation could not be conclusively determined, but it does not appear to be manufacturing related since elongation and fusing evidence was noted per sem analysis report. However, procedural factors may have contributed with reported event. Therefore, no corrective/preventive actions will be taken at this time. Based on the information available, it appears that the difficulty experienced by the customer may have been caused by procedural factors or vessel characteristics.

Event description:
During an angiography procedure, the distal part the catheter, about 2mm from the end, separated in the aorta. After an angiogram, it was realized that this part was in the patient's inter costal artery. It was not removed at the time of the report. The vessel has moderate tortuousity. The product was not resterilized. No anomalies were noted when the product was removed from the package or during prep. The device was inserted through a stopcock instead of a hemostatic valve. There was no resistance met while advancing the device over the guidewire. There was no excessive torquing required. There was no resistance while advancing the device over the guidewire and it did not kink in the area of separation. There was no resistance withdrawing the device. The product will be returned for analysis. Films are also available.

Manufacturer narrative:
This device is available for testing and evaluation but has not yet been received. Additional information received will be submitted within 30 days upon receipt.